Event description:
It was reported that the coil stretched and protruded from the target lesion, and needed to be snared from the vasculature. An embold packing was selected for use in the renal embolization procedure. The coil was advanced to the target lesion without resistance. When the coil was retracted, the coil stretched and deployed prematurely, protruding from the target vessel into the aorta. A snare was used to remove the coil from the patient. An additional embold coil was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Device evaluation: the returned device consists of embold packing coil in 2 pieces. The device was examined visually to reveal packing coil broke and stretched in a snare. The delivery system was not returned. Another piece of the coil was stretched wrapped around the returned non-bsc microcatheter. The stretched coil was removed from the microcatheter. Media submitted with the complaint has been thoroughly examined and evaluated to reveal a stretched coil and coil protruding from target site.

Event description:
It was reported that the coil stretched and protruded from the target lesion, and needed to be snared from the vasculature. An embold? Packing was selected for use in the renal embolization procedure. The coil was advanced to the target lesion without resistance. When the coil was retracted, the coil stretched and deployed, protruding from the target vessel into the aorta. A snare was used to remove the coil from the patient. An additional embold coil was used to complete the procedure. There were no patient complications.